Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted (lot no. B94871) for female sterilisation. The patient had a medical history of adenomyosis, parity 3, irregular periods, nausea, vomiting, nausea, hematuria, depression, back pain, rash (amoxicillin (penicillin's) allergy) and hives (amoxicillin (penicillin's) allergy). Previously administered products included: wellbutrin, depo provera, ibuprofen, promethazine, acetaminophen and promethazine. The patient had a family history of diabetes mellitus, ovarian cancer, aneurysm and breast cancer. Concurrent conditions were listed as dysmenorrhea, dyspareunia, dysfunctional uterine bleeding, pelvic pain female, bacterial vaginosis, dyspareunia, menorrhagia and pelvic pain female. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, 1230 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic total laparoscopic hysterectomy, bilateral salpingectomy.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: hysteroscopy findings: normal cavity number of coils:right: 3-4 left: 3-4. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2014: satisfactory essure coil placement with bilateral tubal obstruction. [Pathology test] on (B)(6) 2017: specimen: uterus, cervix, and bilateral fallopian tubes final diagnosis: uterus with cervix and bilateral fallopian tubes, resection: -benign secretory endometrium -mild adenomyosis -unremarkable cervix -benign bilateral fallopian tubes clinical information: pre and post-operative diagnosis: menorrhagia/pelvic pain gross description: both fallopian tubes contain metallic coils consistent with ligation [pregnancy test] on (B)(6) 2014: negative lot number: b94871 manufacture date: 2013.11 expiration date: 2016.11. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 05-jan-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted (lot no. B94871) for female sterilisation. The patient had a medical history of adenomyosis, parity 3, irregular periods, nausea, vomiting, nausea, hematuria, depression, back pain, rash (amoxicillin (penicillin's) allergy) and hives (amoxicillin (penicillin's) allergy). Previously administered products included: wellbutrin, depo provera, ibuprofen, promethazine, acetaminophen and promethazine. The patient had a family history of diabetes mellitus, ovarian cancer, aneurysm and breast cancer. Concurrent conditions were listed as dysmenorrhea, dyspareunia, dysfunctional uterine bleeding, pelvic pain female, bacterial vaginosis, dyspareunia, menorrhagia and pelvic pain female. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, 1230 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic total laparoscopic hysterocyomy & bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: hysteroscopy findings: normal cavity number of coils:right: 3-4 left: 3-4. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2014: satisfactory essure coil placement with bilateral tubal obstruction. [Pathology test] on (B)(6) 2017: specimen: uterus, cervix, and bilateral fallopian tubes final diagnosis: uterus with cervix and bilateral fallopian tubes, resection: -benign secretory endometrium. -mild adenomyosis. -unremarkable cervix .-benign bilateral fallopian tubes. Clinical information: pre and post-operative diagnosis: menorrhagia/pelvic pain gross description: both fallopian tubes contain metallic coils consistent with ligation [pregnancy test] on (B)(6) 2014: negative. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.